Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. At the time of the call, the customer did not have additional supplies available. Although requested, no further information was provided on the reported event. There was no reported impact to the customer's blood glucose level.